Manufacturer narrative:
Updated b5, b7, d1, d2a, d2b, d4, g4, MDR codes.

Event description:
Additional information was provided on january 22nd, 2026: customer reported passing out in a car, leading to an ambulance intervention. The pump was constantly "falling out" which resulted in a high bg, diabetic ketoacidosis and neuropathy. Reportedly, the customer has no use of their left arm.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level; bg level and cause was not known. The customer was admitted into the emergency room, subsequently hospitalized; treatment was unknown. Customer was hospitalized for 6 days. Reportedly, the issue was resolved. Customer did not sustain any permanent damage. A system check was performed, and no issues were identified with the pump, cartridge, infusion set tubing, infusion set cannula, or the insulin in use at the time of event.